Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronic assembly. Also received with moisture damage on the motor, battery tube, keypad assembly, and vibrator assembly. Unable to perform the displacement test due to blank display. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was submerged in water. Fluid was visible under the lcd display. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.